Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a hardware malfunction in which the sleep/wake button was unresponsive and the display would only wake when placed on the charging pad. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included the user receiving troubleshooting and education with no alerts or alarms reported. Investigation included customer support assessment and guidance to sync data and shut down the device prior to return. Investigation of this device was confirmed and revealed a device mechanical or user interface failure localized to the sleep/wake control and related display activation pathway, consistent with a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.